Event description:
The customer alleged the ventilator's low pressure alarm did not function for about a minute as the pt became disconnected from the ventilator. The pt was being transported in a wheelchair and his pt circuit became disconnected. It was told to the lead technician that it was thought the alarm silence button was pusehed as there was a visual alarm. The nellcor puritan-bennett factory service technician inspected the device and performed the "could not duplicate" procedure as the reported problem was not duplicated. Although the factory service technician was able to simulate the reported condition by pressing the alarm silence button, the reported problem is thought to be a result of user error. The unit passed extended service final testing. It is not verified that the alarm circuitry malfunctioned, and no malfunction may have occurred. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.